Event description:
It was reported to philips that the paddles were broken. There was no patient involvement. A philips fse evaluated the device and confirmed that the paddles were broken. The fse replaced the paddles and the device passed all of the steps of the self-test. The device was returned to service with full functionality.